Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow-up report upon its return and investigation completion.

Event description:
A customer reported an x8-2t transducer on an epiq cvx ultrasound system caused an error message and images not to be saved during heart surgery. The examination in progress was completed successfully after rebooting the system and using a different transducer available at the customer site. There was no patient or user harm associated with this event.

Manufacturer narrative:
Evaluation of the transducer could not confirm the error message issue as described by the customer. The transducer could not be fully tested due to internal damage. However, visual inspection noted a burnt pin on the connector, fluid ingress and corrosion in the connector, holes in the sheath, scratches on the mid-handle, cap and window, and damage to the connector and I-tube. The extensive physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.

Event description:
A customer reported an x8-2t transducer on an epiq cvx ultrasound system caused an error message and images not to be saved during heart surgery. The examination in progress was completed successfully after rebooting the system and using a different transducer available at the customer site. There was no patient or user harm associated with this event.